Event description:
Pt reported feeling ill and being admitted to the hospital in 2005. The hospital measured their blood glucose at 1200 mg/dl and treated with an insulin drip. The hospital staff removed the device while pt was in the hospital. Pt stated that the device did not generate any error messages. Pt was released from the hospital 9 days later.